Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Sample not available for evaluation.

Event description:
It was reported that the hickman-catheter ruptured. How long had the hickman been insitu for: almost 6 months: from (B)(6) 2015 till (B)(6) 2016. Where was the rupture: external at the transition point from small to larger. Patient status on the moment of rupture: ICU. They had to remove the catheter and replace this with an other (simultaneously). Rupture has been noticed by the nurse: the bandage (compresses) was moist.